Manufacturer narrative:
Manufacturer's analysis was unable to confirm the customer comment that the programmer was freezing. It was noted that the power supply fan was noisy. The programmer was repaired and returned to service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was freezing during interrogations. The programmer was returned for service. No patient complications have been reported as a result of this event.